Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue on a transfer set. They said that the transfer set fell completely off. The transfer set was replaced with no other issues. There was no patient injury or medical intervention associated with this event. No additional information is available.